Manufacturer narrative:
No evaluation possible. The suspect device has not been returned for evaluation. A review of the device history records did not reveal any irregularities.

Event description:
The arsenal tap fractured and broke upon insertion. The detached section was removed without issue.

Manufacturer narrative:
An evaluation of the suspect device revealed no manufacturing or processing related irregularities. The instrument was found to be properly manufactured and released in accordance with design specifications. Visual inspection of the returned arsenal tap revealed it fractured and separated at the 60mm depth grove indicator. A previous investigation for this type of event found that it results from multiple contributing factors including surgical technique, misuse, patient bone quality, improper measurement technique of the tap flutes.